Event description:
It was reported that the stimulator was ¿pulsing at random times¿ when they were sitting in a chair. The patient noted that one of the ¿channels¿ down the right leg was ¿no longer working.¿ the patient stated that the ¿channel stopped working¿ two days prior to report. The patient stated that they increased from 2.3 amp to 5.0 amp and did not feel anything. The patient tried all three programs. It was noted that program a did not work at all on the right side. The patient stated that program d and e worked on the right side but the patient had to double the amplitude intensity to feel it. The patient was going to see a specialist at a pain clinic on (B)(6) 2014. The patient was redirected to the healthcare professional (hcp). It was later reported that the patient had a ¿minimal fall¿ on (B)(6) 2014; the patient noticed a loss of stimulation to their ¿rle.¿ it was noted that electrodes 14, 15 and 16 had >40,000 impedance. It was also noted that these were the bottom four electrodes on the lead that covered rle. It was noted that they were unable to capture rle using alternative electrodes. It was noted that ¿electrodes 8-14 more lateral and when too intense grabbed right flank.¿ symptoms or complications associated with the event included less than 50% therapy relief at the right side implant. It was noted that there was a loss of stimulation and a loss of therapeutic effect. It was noted that an x-ray was completed and was unable to detect any damage to the system. It was noted that the leads had not moved from implant. It was unknown if actions were required as a result of the event and this was described as the patient was to schedule a surgical consult with the doctor but per a different doctor, the patient was to come back in one or two weeks for reprogramming. The event occurred during normal use. The product status of the lead was implanted and remains in service. Diagnostics or troubleshooting included impedance testing, x-rays and reprogramming. The patient¿s status as of (B)(6) 2014 was alive with no injury. It was later reported that the patient still had concerns regarding the device or therapy but was working with the doctor or manufacturer representative. The patient listed appointment dates of (B)(6) 2014. It was later reported that on (B)(6) 2014, the patient went to sit down on a step on a hardwood floor, slipped off the step, dropped ¿eight inches under the step below¿ and hurt their elbow. The patient was not sure if that incident was the reason for the issue described below. The patient noted that they had four ¿zones.¿ it was noted that one for the upper back, left and right, and each leg. The patient reported that the ¿right leg stopped working.¿ it was noted that the patient could turn stimulation ¿way up¿ and not feel stimulation. The patient was usually at 2.5v and they tried turning it up to 7.8v and felt no stimulation. The patient went to the healthcare professional (hcp) and saw a manufacturer representative the week prior to (B)(6) 2014. It was noted that ¿they¿ said patient ¿got high impedance¿ on three electrodes on one lead. It was noted that ¿they¿ tried everything and could not get it to work at all. The manufacturer representative gave the patient a new program to try to see if it would address the issue. The issue was not resolved. It was also noted that the manufacturer representative did not turn adaptive stimulation on for the new program. The patient noted that every time they changed positions, they were ¿zapped like crazy.¿ the patient then went back and forth to the other three programs and found one that they liked. The patient then asked the manufacturer representative ¿she could keep trying the program that goes for the right leg.¿ it was noted that the manufacturer representative said ¿yes.¿ the patient noticed on (B)(6) 2014, it started working again. However, it was ¿not quite right¿ but it was ¿working some.¿ the patient noted that on (B)(6) 2014, they had an appointment with ¿them¿ again. The patient noted that ¿they¿ said the three electrodes on the right were ¿not good.¿ the manufacturer representative tried ¿resetting things¿ but could not ¿get anything going.¿ the impedance was ¿bad on three leads¿ and it was over 4,000. The patient noted that the manufacturer representative then said to try the new setting and if it did not work they would schedule ¿something else.¿ the manufacturer representative left the office of the hcp. The patient noted that they had to stay there to get a shot in the cervical area. The patient noted ¿about an hour¿ after they got out of the hcp office, they bent over and ¿got zapped really bad.¿ the patient stated that the manufacturer representative left the program at 7v instead of 2.5v. It was noted that different positions affected the way the system worked. The patient went to the surgeon later that day and told the surgeon that they wanted to replace the lead. The patient also read that their device had amplitude, pulse width and pulse rate to adjust. The patient stated that they only had access to adjust amplitude. The patient wanted to know if this could be enabled. The patient stated that they wanted those programming options and would ask the hcp when they were going to change the leads. The patient also mentioned that they had a background in computers and electronics and understood everything very well. The caller was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was further reported that the patient had surgery for their lead revision on (B)(6). The lead in question had greater than 10,000 ohms on all electrodes 8-15 with no stimulation in the patient¿s right lower extremity. The doctor elected to replace both leads due to the patient¿s recent fall. The patient was going to be seen the few weeks after the surgery for the programming of the new leads. It was further reported that the lead had breakage. There was no patient death and the patient recovered without sequelae after the surgery.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the lead was checked via fluoroscopy and impedance testing was done. It was noted that there was a possible lead fracture. The outcome was unknown. The surgery was not scheduled yet.

Manufacturer narrative:
Analysis of the lead (serial # (B)(4) found that the lead¿s outer body insulation was melted. The stylet coil was cut through at the area of the melted outer insulation. Analysis of the lead (serial # (B)(4) found lead¿s body conductor was broken. The anchor site was unknown. All circuits were open. The conductors were broken 21.5 cm from the distal end of the lead. (B)(4)

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that there was an x-ray done on (B)(6) 2014 and there were shorts with impedances on leads 13 and 14. Impedance measurements on (B)(6) 2014 showed some electrodes out of range; 0/13, 0/14, 0/15, and 1/13 were >20000. The outcome was that it was working well with minor reprogramming adjustments.

Event description:
It was further reported that the patient was programmed immediately post-op in the recovery room and had not been seen since. The patient had an appointment scheduled for 2014 (B)(6) which they cancelled and had not rescheduled yet. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had a lack of pain coverage prior to the replacement. The event was related to the device or therapy and not related to the implant procedure.